Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse to a company rep and forwarded by our local affiliate (B)(4). This case involves a female pt (B)(6) who received poly-l-lactic acid therapy (sculptra) on an unk date. Relevant medical history and concomitant medication information were not mentioned. One year after poly-l-lactic acid therapy, the pt developed non-palpable nodules in the lower part of the her cheeks. Event outcome is unk. Corrective treatment, if any was not reported.

Manufacturer narrative:
(B)(4). Reporter's causality assessment: not provided. Add'l info received on 17-dec-2008: ptc results revealed: brr (batch record review) without hint to root cause. No fault, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up info received on 30-apr-2009: the physician reported that this case concerns a (B)(6) female pt who began poly-l-lactic acid therapy sometime in (B)(6) 08. The pt received a total of two treatments. Ten months after receiving treatment, the pt developed subcutaneous nodules. No further info was provided. Reporter's causality assessment and pt outcome were not reported.